Event description:
The pump was returned for service where a failure code 715:00 was found in the event history. The facility's biomed was contacted by baxter quality management and stated they have no record of any patient incident involving the pump since the last baxter service event.